Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, over half of the screen was completely black, without any graphics or text. Additionally, it was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose was 120 mg/dl. Reportedly customer is using a backup insulin pump for insulin therapy.

Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Customer¿s blood glucose level was xxx mg/dl. The customer reverted to an alternate method in insulin therapy.